Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states

Event description:
Reportedly, the physician responded to an urgently visited patient on (B)(6) 2021. Upon checking, noise was observed in the ventricular channel (subject lead, screwvine 58sep), and the pulse was extended due to oversensing. The physician judged that the issue could be associated to a lead failure. The patient has cavb (complete atrioventricular block) and no intrinsic rhythm. The physician decided not to immediately perform the re-intervention, but to decrease the ventricular sensitivity and follow up. No evidence of the reported issue was provided, and the lead remains implanted.